Manufacturer narrative:
A DHR review for lot #7001794 and #7001796 was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Lots were inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Three photos were received by bd canaan depicting samples from either batch #7001794 or #7001796. They were evaluated for the reported defects. In one of the samples, a piece of rubber can be seen hanging from the stopper. Fm spots were observed on the barrel of 3 other samples. However, the photos were of low resolution, so it was not possible to evaluate the fm in detail to identify it. Based on the sample evaluation: confirmed: bd canaan was able to confirm the customer's indicated failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Two potential lot numbers were provided for this incident. The information for each lot number is as follows: medical device lot #: 7001794; medical device expiration date: 12/31/2021; device manufacture date: 02/24/2017; medical device lot #: 7001796; medical device expiration date: 12/31/2021; device manufacture date: 01/19/2017. A sample is not available for evaluation. Customer photos were submitted. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that black spots were found at the bottom of the barrel, on the plunger and on the neck of a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. In addition, foreign matter was found inside the plunger of a 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. Foreign matter was found prior to use. No report of injury or medical intervention.